Event description:
"It was reported that this lead was capped due to unknown product performance issue. No adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).